Event description:
The implant broke while being inserted into the bone tunnel. The broken piece was not retrieved from the pt. There was a one hour delay reported. However, there was no pt injury or procedural complication, as a result of the delay.